Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that the right ventricular lead threshold was unstable at implant and the impedance was high. The following day, during reoperation, the impedance was still high. The lead was explanted and replaced. Visual inspection of the lead tip showed myocardial tissue on the helix. No patient complications have been reported as a result of this event.